Event description:
Report received of a device that was reported to "change the setting by itself without user input." The customer contacted stated that at an unspecified time, the device was programmed to deliver 150mg/150ml of morphine at a rate of 4ml/hr and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the rate of the morphine therapy was titrated to 10ml/hr and then again to 13ml/hr. No further programming parameters were provided. After two and a half hours, the nurse requested a new bag of morphine. Reportedly, the pharmacist stated, "it was not time". The nurse then noted that the programmed concentration was 40mg/250ml. There were no reported adverse pt effects. No medical interventions were required.